Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a drainage procedure in the bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, the guide catheter became stretched, and the stent was unable to be deployed. The procedure was successfully completed with another flexima biliary stent system and no reported patient complications. The patient was reported to be in good condition after the procedure. This event has been deemed a reportable event based on the investigation results; broken guide catheter.

Manufacturer narrative:
(B)(4):a visual evaluation of the returned device revealed the working length of the push catheter was buckled near the luer hub. The working length of the push catheter was kinked near the proximal and distal ends. The proximal end of the guide catheter was stretched and broken close to distal end. The distal end of the guide catheter was kinked/bent. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context.the device history record review confirms that the device met all manufacturing specifications.